Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is can be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of a jejunal (peg-j) tube. On an unknown date, a new jejunal tube was placed through a direct jejunostomy. Three days post placement the patient experienced inflammatory syndrome. An abscess was discovered on the intestinal wall which resolved with treatment of antibiotics. Thorough follow up was attempted without additional clarifying information. Further, it is not known if abbvie tubing was involved. Conservatively, this report is being made.